Manufacturer narrative:
Evaluation summary: one image was received for evaluation. On inspection of the image it appeared that there was fep melt damage on the catheter coil/heating element. The coil seems exposed. The device was returned for evaluation. There were 6 kinks observed at 11.4, 43.5, 50.1, 56.2, 71.5, 72.8 cm a kink/bend was noted on the coil heating element. Evidence of burn marks were observed on the coil. Fep was seen to be melted resulting in coil being exposed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a closure fast catheter with an rfg generator to carry out a procedure. No damage was noted to the device packaging. It was reported that the catheter was inserted in the patient but failed to work. The catheter was withdrawn and it was noticed that the coating on the heating element of the catheter had peeled off. Another catheter was successfully used with the same generator to complete the procedure.